Event description:
The home patient (hp) reported the hc (home choice) said check your position but there was no solution in the patient line. The hp stated there had not been any solution in the patient line since they started. The baxter technical service representative (tsr) performed troubleshooting and assisted the hp to end therapy. The tsr explained that if the solution was not all the way to the top of the patient line then they should never connect the line but call baxter so they could help reprime the line. He said the hc said to connect yourself so that was what he did. The tsr instructed the hp to contact the nurse in the morning and let the nurse know that therapy was started with air in the lines. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and he was able to resume therapy the next day with new supplies. He did not notice anything unusual with any of the previous supplies. He was not sure why the patient line was all full of air. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.